Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to erratic high blood glucose and infection on monday and tuesday at 2pm with blood glucose was 167 mg/dl and customer also had unexplained high blood glucose and value was 400 mg/dl. The current blood glucose is 127 mg/dl. The customer treated their high blood glucose with intravenous antibiotics. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to erratic high blood glucose and infection on (B)(6) 2018 at 2 pm.